Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown message. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. However, signal loss over an hour was found in connection to the reported allegation. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. A transmitter battery issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in connection to the transmitter and app were unable to establish a connection. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.